Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the proper air removal techniques. Tandem technical support informed the customer that not performing the air removal technique is off label per the tandem user guide. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.